Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Additionally, it was reported that the pod was not sticking well to the infusion site. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone13.2. Cgm sensor type: unspecified. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. *the lot details provided show that the patient was using an expired pod. As per omnipod®5 automated insulin delivery system - user guide (model: pdm-h001-g-xx pt-000369-aw rev 009 08/22, 5 activating and changing your pod / page 95) caution: do not use a pod if the sterile packaging is open or damaged, the pod has been dropped after removal from the package, or the pod is expired as the pod may not work properly and increase your risk of infection.